Manufacturer narrative:
Investigation summary: it was reported the syringe plunger would not fully advance. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116333. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger did not fully advance while using 10 ml bd posiflush¿ normal saline syringe. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: I saw an issue with syringes on the careline today. I will check with quality to see if there has been any ore reports or any recalls from the company.